Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:26:29. During night drain cycle 2, the patient's ultrafiltration reading was 2019ml, indicating the home patient (hp) drained 2019ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the event log revealed the cycle 2 received a partial fill. Cycle 2 drain was completed on (B)(6) 2012 at 04:12:18 and the user?s actual drain volume during cycle 2 was 3119 ml. The actual drain volume of 3119 ml is 155.95% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.